Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes, experienced clotting. The following information was provided by the initial reporter. The customer stated: blood collection is clotted.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. All testing of retention samples was satisfactory. Bd was unable to determine a root cause.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes, experienced clotting. The following information was provided by the initial reporter. The customer stated: blood collection is clotted.